Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The device also had a scratched lcd window, cracked case near display window corner, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a prime/fill anomaly. It was stated that insulin squirted out of the tubing during prime. Blood glucose value was 200 mg/dl. Customer discontinued using the device and had removed the battery for three days. During troubleshooting, the customer inserted a battery and received a battery out limit alarm. The device was rewound, but insulin squirted out again during prime. The customer had tried two different infusion sets. The device was returned for analysis.